Event description:
It was reported that a user experienced difficulty inserting the insulin cartridge into the ilet following multiple rewind attempts during a set and cartridge change, after previously reporting an unexpected overnight supply change and subsequent rising glucose that prompted pausing the pump and taking subcutaneous insulin by pen per provider direction. Symptoms included hyperglycemia. Outcomes included medical management with insulin injections and interruption of pump therapy. Investigation included review of available engineering and usage reports for supply change activity. Investigation of this case revealed no alerts or alarms and no documented supply change in the system reports for the period reviewed, while the user reported hyperglycemia and an inability to fully seat the cartridge after attempted rewinds, which is consistent with a device use or insertion difficulty involving the cartridge interface. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.